Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex2079 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch, setting up PICC placement, a long piece of hair was found within the PICC kit.